Event description:
A customer reported that during a procedure, there was no aspiration in the quadrant mode. The handpiece, the tip, and the cassette were switched out but did not resolve the issue. An alternate system was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed no related system messages. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).